Event description:
The following information was provided by the initial reporter: the reporter reported: the preparation (infusion with 5-fu, cyto) was made as usual, checked, and sent to the department. Before administration, the nurse notes leakage in the outer packaging. The preparation is being returned to the pharmacy. We also notice leakage in the outer packaging and observe a "crack' in the leg of the injection port near the port where the spike is located; see the blue circle on the detail photo. Recently, I also had the same problem with a 250ml infusion of 5% glucose. No patient harm was reported with this event. This event was reported to baxter belgium on 17-apr-2026 via email. The product involved is 0.9% nacl 100 ml viaflo - (product code: ae1307g¿ lot/serial number: (B)(6)¿ quantity: 2). The event occurred on 16-apr-2026.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.